Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet system, leading the managing clinician to request a device factory reset and patient retraining; support attempted multiple contacts to assist with the reset and to collect event details, and the user was later reconnected to the device with the assistance of a manufacturer agent. Symptoms included low blood glucose with fear of announcing usual meals. Outcomes included no reported injury, no medical intervention, and no hospitalization. Investigation included a review of available service interactions and attempts to obtain event details from the user. Investigation of this case revealed insufficient information to determine a device-related malfunction or use issue. It was concluded that the cause of the hypoglycemia was unclear and that additional information from the user would be required to assess contributory factors. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.